Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the 8015 device was intermittently having power issues. After replacing the power supply board with a known good board, the fault cleared. There was no patient involvement.